Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. Insulin pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip. (B)(4).

Event description:
It was reported via phone call, that the buttons on the insulin pump are unresponsive. Button error alarms were alsp reported. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.